Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unable to test for lost sensor alarms due to no button response. Unit had cracked case window display corners and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.